Event description:
User received discrepant troponin result for one pt's baseline sample. Initial result 0.054 ng/ml, repeat in 2008 gave <0.010ng/ml. Initial result was reported. User stated she did not know if pt had been treated because of result. User refused field service visit. If additional info is received, appropriate notification will be provided.